Event description:
It was reported there was no ECG (electrocardiogram). Despite a new cable, it still does not work. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the electrocardiogram (ECG) connector was loose.